Event description:
The customer reported that the stenoscop system made a crackling noise and smelled like it was burning. No patient injury was reported.

Manufacturer narrative:
No ge service was performed. The failure was cleared by the customer. No further repair information is available. The system operates as intended.